Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. A second mitraclip ntw was attempted to be placed, but during multiple challenging grasping attempts the chordae was damaged. The mitraclip ntw was removed from the patient and a mitraclip xtw was selected. There was challenges placing the mitraclip xtw due to a prominant papillary muscle that forced xtw implantation medial. The clip was ultimately implanted successfully. The final mr was grade 3. There were no clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with imaging difficulty. The reported positioning failure of inability to grasp the leaflets appear to be related to patient morphology/pathology. The reported patient effect of tissue injury was due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.